Event description:
Reason of revision is due to pain in the right hip and raised cobalt chromium levels. The c-stem femoral stem size 2 and 50 mm pinnacle 100 series cup were secure and remained insitu.

Manufacturer narrative:
Depuy were notified on (B)(4) 2011 that the surgeon had sent the explanted product for independent testing and thus no products would be returned to depuy for investigation. The complaint shall be closed with an undetermined conclusion. It shall be entered onto the complaints database and monitored through trend analysis. Should additional information be received then the complaint shall be investigated further. Addendum added (B)(4) 2011. Conclusion and justification status: following further review, a report was received from bioengineering, advising that: root cause: undetermined, at this stage with the information provided it is not possible to determine the root cause of the failure. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further. The outcome of the performed investigation, the complaint will be re-opened. No product problem identified. This analysis has not highlighted any product failure: the need for corrective action is not indicated. Addendum added (B)(4) 2012. Conclusion and justification status: following further investigation by bioengineering, notification was received that: root cause: undeterminable at this stage; no x-rays are provided to review implant position. However, the wear would suggest that there may have been some edge loading of the device based on patterns seen in other devices with x-rays. This may be due to poor implant position and may have contributed to the elevated levels of co and cr reported. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.